Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer hardware was failed. The customer tried to recover storage space and reboot the station, but issue persisted. The customer attempted to unplug the power cord to shut down the station, waited 2¿5 minutes, reconnected power, and turned it on; attempted drawer recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 was failed to open. A field service engineer upon arrival auxiliary drawer 1.1 failed to open and was not visible on the system map. Inspection showed intermittent communication due to a partially seated row board cable. Reseated the connector and tested the drawer using hardware test application. The system functioned as intended after the field service engineer repaired the device.